Manufacturer narrative:
Advanced failure analysis (fa) confirms initial fa results for the sureform 60 stapler instrument. The stapler was re-installed on an in-house system and engaged and initialized on each attempt. The stapler was clamped and fired onto a foam test sheet using a green in-house reload. Firing was successful with no pauses for compression. Resulting cut line and reload were inspected post-fire and no damage or abnormalities were observed. A second black reload was fired onto a hi-challenge test sheet in attempt to replicate the reported complaint of tissue pushout. There were two pauses for compression prior to 20mm of completion, however the firing was successfully completed. Staples and cut line were properly formed. No damage to the black reload was observed post-fire. As additional inspections, the main tube was manually rotated and no increased or abnormal friction was observed. Steering cables and drive cables were observed in-tact and tensioned. The housing was removed an stapler I-beam extended for inspection. No damage or lodged components were observed within the I-beam assembly or stapler jaws. Further investigation is unable to confirm nor replicate the reported event of tissue pushout. The firing failure observed in the procedure logs was confirmed through log review, but not replicated via in-house testing. Advanced failure analysis (fa) confirms initial fa results for the blue sureform 60 reload. Visual inspection confirms the reload was returned with all pushers deployed. The blue sureform 60 reload was transferred with the blade already removed from the reload. The blade was found to be exposed approximately 2mm from the distal end. Based on initial fa images, the blade was found with multiple lodged staples and bio debris around it, preventing the knife from completing the firing, and retracting back into the cartridge. On removed, the lodged material was observed to be a mix of formed and malformed staples. There were multiple indentations to the knife track surface, near the point the blade was found to be exposed, indicating that the lodged staples likely caused the deformation to the cartridge material. Additionally, deformation to the edges of some pushers toward the distal end were also observed. Pusher damage can occur when hard objects, such as staples, are dragged across the reload surface. The reload blade was then inspected and found to have multiple, severe mechanical indentations along the cutting edge, beginning around the midpoint and extending to the blade tip. No inner knife track or shuttle damage was found. Blade cutting edge damage, lodged staples ahead of the knife, and deformation to pusher edges suggest the knife became caught on previous staple line, or loose staples, during the firing. The knife then began to drag the staples, increasing the resistance until the firing force exceeded the threshold, resulting in partial fire.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, there was a tissue pushout event with a blue reload, requiring intervention. The surgeon over sutured the staple line. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, the surgeon has declined to provide any information regarding the event.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the blue reload associated with this complaint. Failure analysis did not confirm the reported event. Visual inspection displayed signs of physical damage to the cartridge and knife. There were staples found lodged in front of the exposed knife. Tissue push-out could not be identified. Isi also received the sureform 60 stapler instrument associated with this complaint. Failure analysis did not replicate nor confirm the reported event. Visual inspection displayed no signs of physical damage. The instrument fired successfully. The instrument was fully functional. There was no problem detected. Additionally, the reload was found to have the knife exposed within the knife track. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Visual inspection confirms there are 4 lodged staples ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. The reload was found to have cartridge damage. Lodged staples were found wedged in between the reload in front of the exposed knife, causing it to jam and damage the cartridge. The knife was inspected and there was blade damage, and mechanical indentations. The first sureform 60 stapler instrument logs show it was used first, and it was installed on the system 8 times and fired 5 reloads (1 green, followed by 4 blue). On installs 1-3, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was incomplete, stopping at ~67% completion. The next clamp was successful, and the firing was completed with no pauses for compression. On install 5, the first clamp was successful, and the firing was completed with 1 pause for compression. On the next 3 installs, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected by the system. Next a second sureform 60 stapler instrument was installed on the system 1x and fired 1 blue reload with no pauses for compression. The instrument was then removed and not used in the procedure again.